Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch link meter was displaying an "er2" message. Per the onetouch link owner's booklet, an error 2 message can be due to "a strip or meter problem". The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 12:30pm. The cca was advised by the patient that she manages her diabetes with insulin, novolog (unknown dosage). On (B)(6) 2011 at 8:00am, the patient claimed to have developed symptoms of "hot sweats" but denied receiving any treatment in response to the symptoms. Two hours after the symptoms began, the patient stated to have increased her novolog intake to 10 units in response to the reported issue. At the time of troubleshooting, the cca determined that the patient was using the correct testing procedures as recommended per the owner's booklet. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.